Event description:
It was reported that, after tka surgery, the post broke off the journey 1 bcs 5-6 x 13mm poly inside the patient. No further details provided. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, it was communicated that the requested clinical documentation/information was not available for inclusion in the medical investigation. Therefore, the root cause of the broken component and patient impact could not be further assessed. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, or implant failure. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.